Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead had increased oversensing and sensing integrity counter (sic). Additionally the implantable cardioverter defibrillator (ICD) had a detection problem and was sensing high sensing integrity counter (sic). The lead and device were reprogrammed and remain in use. No patient complications have been reported as a result of this event.